Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the communication bus. A field service engineer replaced the row board cable 5.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, since user efforts were made to implement a workaround to access the necessary medications there were no adverse events or injuries reported based on this event.